Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly message. The diagnostics message was cleared and device resumed normal function. The device would continue to be monitored. No patient symptoms were reported.